Manufacturer narrative:
The customer¿s report that the tubing separated below the lower fitment was confirmed. Visual inspection showed insufficient solvent around the separated tubing end area. No functional testing was performed because only the lower portion of the set was received. The root cause was identified as insufficient solvent having been applied at the engagement of the tubing.

Event description:
The customer reported that the blood tubing separated below the lower fitment during infusions on multiple patients. Although requested, the specific number and dates of events were not provided and no details of the event for this specific file were provided. There was no report of patient harm.